Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report low blood glucose. The blood glucose reading at the time was 138 mg/dl. Troubleshooting was performed. The flush drive support cap on the insulin pump was found to be protruded. Advised customer that the insulin pump will have to be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had a prime alarm during basic occlusion test due to loose and protruded drive support disk. Unable to perform occlusion, prime test, and excessive no delivery alarm test due to prime alarm. Insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and missing end cap sticker.